Manufacturer narrative:
The customer returned their glidescope avl video monitor and spectrum smart cable to verathon for evaluation. The verathon service technician tested the unit and was able to duplicate the reported issue. Once connected, the service technician found that the image would disappear when the smart cable was flexed by the hdmi connector. The monitor was tested and produced an image that was stable and clear with good color rendition. Since there are no repairs available for the smart cable, the customer was provided with a replacement. The device history record (DHR) for serial number (B)(4) was reviewed and no discrepancies were noted. The video monitor was certified and returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope spectrum smart cable, the image would disappear intermittently. The procedure was completed using the system, with no delay noted. No harm to patient or user was reported.